Manufacturer narrative:
Approximate age of device ¿ 5 years and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 5 years of support, the patient underwent treatment for epistaxis and respectively, a reduction of warfarin dosage. The patient's inr level dropped to 1.4 and the patient was admitted due to rising d-dimer, lactate dehydrogenase (ldh) and plasma free hemoglobin (pfhb) levels. Heparin treatment was initiated. Ramp echocardiography did not reveal any issues with unloading the left ventricle. A CT scan revealed a suspected thrombus formation in the left but it has not been confirmed. Ldh and pfhb levels dropped back to normal and no further issues have been reported. The patient is hemodynamically stable and will be further monitored. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a correlation between the device and the reported bleeding, stroke and death could not be conclusively determined through this evaluation. The pump was not be returned. The hm2 IFU lists bleeding and stroke as adverse events that may be associated with the use of the hm2 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges.

Event description:
Additional information: it was reported that the suspected thrombosis was treated with fibrinolysis. The patient was doing ok but then developed a subarachnoid hemorrhage. The patient expired on (B)(6) 2019. No additional information was provided.